Manufacturer narrative:
The device was discarded and lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient ¿could not open or close¿ a minicap extended life pd transfer set. This occurred during use for peritoneal dialysis (pd) therapy. This was identified when the transfer set was placed on the patient at the clinic. As a result, the transfer set was replaced on the same day. There was no patient injury or medical intervention associated with this event. No additional information is available.